Event description:
The customer reported that she was hospitalized with high blood glucose levels over 600 mg/dl and shortness of breath. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals were also correct. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Found that the customer had been removing the o-rings from the reservoirs, resulting in insulin leaking into the reservoir compartment. Advised the customer not to remove the o-rings from the reservoirs. Advised the customer that the insulin pump would be replaced due to the moisture damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to the motor error alarms. No moisture was found on the electronics, vibrator or battery tube assembly.